Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, and a software investigation was completed. On-site, the software on the mobile view station (mvs) was reloaded due to a missing configuration file in windows. A full imaging system check-out was completed following the reload of the software, and all tests passed. Full system functionality was confirmed and the system was returned to service. The software investigation concluded that this is a known software anomaly. The reported issue is tracked through a software anomaly tracking database, and references to this instance have been included.

Event description:
A medtronic representative reported that when the site was attempting to boot up the imaging system, an error was displayed stating "windows could not start because a config file could not be found...". This error prevented the complete boot up of the system, and several reboots could not resolved the issue. This was discovered outside of any patient involvement. No additional details were provided.